Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "staple jamming". Further information received states "no patient harm and no medical intervention required. A new device was used to complete the procedure. Patient condition is fine".

Event description:
The report states "staple jamming". Further information received states "no patient harm and no medical intervention required. A new device was used to complete the procedure. Patient condition is fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "detached-info not provided" could not be confirmed since the actual sample was not returned. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned unit was a representative sample in its original packaging. The actual sample was not returned. Visual examination of the returned sample revealed that the staples appeared properly aligned. The visual examination also revealed that the device logo was missing from the frame of the stapler. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the staple was released. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad without issue. The stapler was returned with 35 staples remaining in the cover block. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, three staples were fired. The stapler was then fired into a simulated skin pad to simulate insertion into the skin. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The stapler was returned with 35 staples remaining in the cover block. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature.